Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level as the levels did not exceed the normal range. Tandem technical support advised the caller to use the tip of their finger to press the button firmly and confirmed that the pump's warranty covered a replacement. The problematic pump was to be returned using a pre-paid label, and the caller understood the instructions, agreeing to use an alternate method of insulin delivery in the interim.